Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported experiencing severe difficulty lifting the flap, patient eye side was unknown, during lasik surgery. The surgeon was able to resolve the issue by applying pressure, which caused the tissue to separate. There are multiple related reports for this reported event. This report addresses patient initials (B)(6), unknown eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical visit, field service engineer verified that flap thickness is still within specification. No service installation record on this occasion; previous preventive maintenance with service installation record signed confirmed device met specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed twelve treatments without further energy check on that day. The logfile shows twelve successfully performed treatments. As the affected eye was not specified, review was performed for the right eye and left eye. The reported treatments could be identified in the logfile. The logfile shows that the beam control check was performed about six minutes and fifty nine seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).